Event description:
It was reported the patient had increased spasms, tightness and discomfort over the past few months. Dose titrations and bolusing had not helped. Additional symptoms reported were pain, increased spasticity, sweating (diaphoresis) and less than 50% therapy relief. The surgeon identified catheter issues; a break and kink. The entire catheter was removed and a new catheter was implanted. The patient was doing better (alive - no injury) but, still needed dose titration and continuation of oral baclofen. The patient remained in the hospital for medication adjustment and observation. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector coring, tears, cuts in seal which met leak criteria. Analysis found circular tear and/or coring into the sealing surface of the sc cup connector. Under microscope inspection indents and circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.